Event description:
It was reported the patient had a generator replacement on (B)(6) 2021. The following day the patient was hospitalized in status epilepticus. Livanova representative went and interrogated the generator. System diagnostics confirmed no issues were occurring. No additional relevant information has been received to date.